Manufacturer narrative:
The issue reported that account settings or connected apps were not available in the freestyle librelink app. This message can indicate that the user account was signed out of the app or was using the same account with multiple devices. As there was no available tracking and trending data at the time of the investigation, a tripped trend review was not performed. Attempts to replicate the complaint and to view account settings and connected apps successfully in the librelink app and was unsuccessful. The ability to view readings from librelink in the librelinkup app was successful. The complaint is not confirmed. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported that the message "function not available, please try again later," after selecting "connected apps" using librelink. On (B)(6) 2020, as a result, the customer experienced sudden hunger while at school and was unable to treat themselves. A blood glucose of 50 mg/dl was obtained on an unspecified meter and the customer was provided some sweet fruit by the teacher as treatment. There was no report of death or permanent injury associated with this event.